Event description:
It was reported that this patient was implanted with a cardiac resynchronization therapy defibrillator (crt-d) device and the following day, they were feeling uncomfortable. The patient was noted to be pace dependent. Electrogram review indicated there was oversensing observed on the right ventricular (rv) channel with some low amplitude rv beats that the device marked as sensed intrinsic beats in place of expected paced beats. This resulted in what appears to be asystole greater than 2 seconds. The boston scientific representative (rep) noted they did not observe this issue on the day of implant. The rep also indicated there was some slack observed on the rv lead but based on visual review and x-rays, it appears the lead is in proper position. The cause of the issue is unknown at this time. Subsequent programming changes to the automatic gain control (agc) feature were noted to be successful in eliminating the issue but boston scientific technical services (ts) provided guidance that while agc can eliminate the oversensing, it is not recommended to adjust the programming of this feature when the underlying problem is not understood. The rep indicated they will review the observations with the physician and discuss considerations before reprogramming the agc. The device remains in-service. No additional patient symptoms or adverse patient effects were reported.